Manufacturer narrative:
Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient fell and experienced ineffective therapy. Diagnostic testing revealed high impedance on multiple contacts of the lead. X-rays showed that lead may be fractured. Surgery may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received, that surgery occurred on (B)(6) 2021 to address the issue. During the surgery, the l1 lead could not be explanted, due to scar tissue.